Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they in emergency room then hospitalized due to experienced low blood glucose level on (B)(6) 2022. The customer¿s blood glucose at the time of event was 41 mg/dl. Customer treated low blood glucose by carb intake, glucagon and IV drip. It was unknown if the auto mode was activated or not at the time of the event. It was unknown if the customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was successfully performed. The product will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report and health effect - clinical code : 2418 was also include in section h6 with this report.

Event description:
Correction summary: customer's daughter reported that customer had a low blood glucose of 41mg/dl and passed out due to not having sensor on. She ran out of sensors and had been waiting for her supply. Customer visited the emergency room on (B)(6), 2022 at 09:00 and was not hospitalized and was treated with glucose/carbohydrate and glucagon. Customer found that they needed to reset the settings on her pump since she lost 10 pounds. Caller said some setting adjustments were made and that solved the issues with the low blood glucose values. She has not had any issues since then. Pump was used at the time of the incident. Sensor was not used. So, per caller, auto mode was not used.